Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced low vault, "lens too small," lens dislocation/subluxation. Lens explanted and replaced with a longer length lens. Cause of the event was reported as unknown. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H3 - device evaluation is not required. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H6 - health effect clinical code: 4581 - icl dislocation/suibluxation. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens and decentration/subluxation are identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).